Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had an intermittent collimator iris too large error during a case. The procedure was completed. No pt injury was reported.